Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) pericardial effusion was confirmed. On (B)(6) an echocardiography revealed significant amount of pericardial effusion and a pericardiocentesis was performed where 500cc of fluid was removed. The patient was diagnosed with cardiac tamponade. The ra and rv leads were repositioned. On (B)(6) another pericardiocentesis was performed with 50cc of fluid removed. On (B)(6) the patient was in stable condition and transferred out of the ICU. Should additional information become available this file will be updated.